Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomalies were noted.

Event description:
It was reported that during implant procedure, the right atrial lead exhibited loss of sensing. The lead was not used.